Manufacturer narrative:
Additional/updated information was added to reflect the joystick being returned to the manufacturer for evaluation. The result of the evaluation was that the joystick passed the bench test, and the reported complaint of the battery leds not lighting up and the chair speeding up and slowing down on its own was not able to be duplicated.

Event description:
All of the battery led's do not light up. Chair is also speeding up and slowing down on its own.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
All of the battery led's do not light up. Chair is also speeding up and slowing down on its own.